Event description:
It was reported that the ilet displayed recurring alert 41 indicating an insulin shaft rewind error despite multiple restarts, and the patient was instructed on shutdown steps to avoid further alerts while a replacement was arranged. Symptoms included no reported blood glucose impact. Outcomes included continued cgm use on the dexcom app or receiver and planned device replacement with instructions to return the current pump within one week. Investigation included customer troubleshooting and verification that repeated restarts reproduced the alert. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this case revealed a pump malfunction consistent with an internal mechanical or positioning fault in the insulin delivery mechanism that triggered the absolute range/rewind error. It was concluded that the cause was a device malfunction related to the insulin drive system.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.